Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead was deactivated and surgically abandoned due to high out of range pacing impedance. This lead was successfully replaced and will not be returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.